Event description:
It was reported that the zimmer meshgraft ii was not meshing evenly. Additional clinical follow up with the hospital indicated that the unit was determined to "need adjusting" during room set-up and was replaced with an alternate, available unit so there had been no delay of the procedure start.

Manufacturer narrative:
Beginning may 31, 2012, us and canadian customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their meshgraft ii. Customers were informed that improperly maintained instruments my cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 23 years old and was last returned to the manufacturer for repair on (B)(4) 1994. Inspection of the device displayed a damaged cutter, loose side plates, and lack of calibration. The one set screw attached to the side plate was bored out in the middle and upon removal, was badly bent. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The meshgraft ii tissue expansion system should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.